Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the keypad was unresponsive and would not turn on. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced unresponsive keypad, due to wont turn on. Based on the findings, service determined that the proximate cause of the reported issue was due to unresponsive key of the front case assy w/ keypad 8015 m2. A review of the device history record for sn 1(B)(6) was performed from date of manufacture 05/23/2019 to the present date 12/02/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the keypad was unresponsive and would not turn on. It was reported there was no patient involvement.